Event description:
It was reported that the pump's audio bolus feature was activated without user intervention. The patient did not confirm the bolus doses and did not receive any unintended doses.

Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.